Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was a 3fr powerpicc sv. The catheter shaft was terminated distal to the 12cm depth marking. Use residue was observed on the catheter. An attempt to flush the catheter with water using a 12ml syringe revealed a leak between the 5cm and 6cm depth marking. Microscopic inspection of the leak site revealed a longitudinally aligned split. The split surface was granular. The catheter shaft exhibited kink compressions in the vicinity of the split. The granular surface of the split and kinking of the catheter shaft suggests the damage likely occurred due to fatigue failure from repetitive mechanical stress. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, ¿PICC line had to be required as it was found to have a hole in the side wall inside the vessel. No patient impact.¿ no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, ¿PICC line had to be required as it was found to have a hole in the side wall inside the vessel. No patient impact.¿ no other information was provided.